Event description:
I am an insulin dependent diabetic using medtronic minimed's paradigm infusion pump with silhouette infusion set. As per outlined in medtronic's minimed "sure-t and silhouette infusion set important safety notice" I have had several incidents (approximately 8-10 in the last 13 months) where the tubing becomes detached at the connect/disconnect site. Incident always occurred in the middle of the night, causing late detection of high blood sugars.